Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Corrected information: h3. H3 other text : device not available for evaluation.

Event description:
The manufacturer field service technician reported that the device overheated while it was being serviced at the user facility. There were no adverse consequences related to this event.